Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft separation and kink were able to be confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a patient with an acute myocardial infarction. An extraction catheter was advanced to remove the clot from the left anterior descending (lad) artery. An attempt was made to advance the 2.0x12 mm mini trek balloon dilatation catheter (bdc) to the (lad) however, during advancement of the bdc the distal shaft kinked and separated. The separated segment remained on the guide wire inside the patient anatomy. A secondary guide wire and bdc was inflated to successfully retrieve the separated segment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.